Event description:
After implants, I suddenly developed chronic fatigue, hair loss, anxiety, skin conditions, pains in one breast, heart palpitations and other heart related issues, terrible brain fog and significant memory loss; short and long term, thyroid disease, kidney and adrenal issues, fungal issues. These have stayed with me for the 8 years since I got implants.